Event description:
A patient's spouse reported inaccurate high results with a one touch basic meter. In 2001, patient's blood glucose was 161 compared to the emergency room 260 mg/dl. Patient felt dizzy and went to the hospital. Patient was treated for dehydration and given insulin. Patient's insulin has been increased. No further information has been reported.